Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. Date of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention including dates and results. When did the urinary tract infections begin? What type of treatment was provided for the urinary tract infections? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Eleven years later, the patient experienced an intravesical mesh exposure, recurrent uti and bladder stone over small mesh exposure. The patient required intravesical cystolitholapaxy. Additional information has been requested.